Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The returned product was a part of the priming set used to prepare an excor blood pump for implantation in a patient. The de-airing set in question was returned with the de-airing tubing connected the 1-way stop cock. The stop cock was separated to perform cleaning of the returned product. No abnormality, such as loose or cracked tubing was detected in this connection. No defects could be detected. Unable to determine the exact cause.

Event description:
The site contacted berlin heart inc. Clinical affairs (ca) to report that during the implantation of the left excor blood pump of a patient supported in bvad configuration, the stop cock disconnected from the de-airing tubing. Single-step pumping was stopped immediately and no air was introduced into the pump or the patient. The surgeon was able to re-connect the stop cock to the tubing and successfully perform de-airing of the blood pump. The patient was implanted without any issues.